Event description:
I had my first mouth swab drug test, all others were urine. I was prescribed morphine sulfate. The results were that I was on heroin and no morphine showed at all. I know this is wrong because I have never used it in my entire life and I'm (B)(6) years old. They did not believe me and treated me dreadful. The test was done on (B)(6) and processed at the lab (B)(6). I live in (B)(6). But the lab that processes is in (B)(6). Advanced pain management.